Event description:
10-21-2020 information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop revealed during quality check with tubing that 4-6 mls less then what was expected to be delivered. Pump was assessed and working with in specification. Lot numbers were provided and nine patients were receiving medication through the flow stop sets. No patient adverse events reported.

Manufacturer narrative:
Forty eight samples were received for evaluation. One sample was then tested using a cadd solis vip pump; customer complaint had been confirmed. The problem source has been determined to be manufacturing.